Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut off due to insufficient power overnight. The customer¿s blood glucose (bg) level was 598 (mg/dl) and a bolus via the pump was delivered. Reportedly, in the morning, the customer charged the pump, reloaded the cartridge and resumed insulin following the pump shutting off. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.